Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "pump shut off when unplugged. Was [on patient]. Pump was reconnected and continued service and patient is not harmed". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.